Event description:
V-care manipulator has a small blue piece with a white plastic screw; the white plastic screw was improperly attached to the blue piece causing it to not be able to be adhered to the stem of device which is device failure. This has happened several times.